Event description:
It was reported that the buttons on the insulin pump are unresponsive and the screens are skipping. Customer's blood glucose level at the time 481mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome, minor scratches on lcd window and cracked case at display window corners.